Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation powered the device on and observed no discrepancies. The device was found to function within specifications in relation to the reported nurse was shocked when touched the pump, then the screen turned white which was not observed during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was shocked when touched the spectrum pump, then the screen turned white. There was no known patient injury or medical intervention associated with this event. No additional information is available.